Event description:
Pt was 2hrs 20 mins into hemodialysis treatment. During routine pt check, rn found venous needle had become dislodged from av fistula. Blood loss had occurred and pt was poorly responsive. Code team was called. Pt moved to ICU responsive and alert. Hemo dialysis machine did not alarm.